Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device catalog is unknown. The customer reported possible items numbers 301029, 309604 and 309605. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there were variations in the markings on an unknown bd 10 ml syringe luer-lok¿ tip. There was no report of injury or medical intervention.

Manufacturer narrative:
Lot number history review/DHR review lot number unknown. Therefore, a lot history and DHR review could not be performed. Two loose 10ml assembled syringes and one photo were received by bd canaan and reported to be from an unknown batch with possible catalog numbers 301029, 309604 or 309605. The samples were visually evaluated. Different styles of print were found on each barrel. Both styles are approved versions of the barrel print for 10ml syringes. The two samples are manufactured at different plants as confirmed by the mold stamps on the barrels ¿ one is manufactured at canaan, the other is at cuautitlan, mx. Even though the prints look different, the volumetric accuracy is not compromised. Based on photo/sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failure. Based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.